Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high when compared to another meter. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, 2 hours prior to the alleged issue, the patient reporting having symptoms of "sweating a lot." On (B)(6) 2012 at 3:00 am the patient stated she obtained reading of "192 mg/dl" on her lfs device and "97 mg/dl" on a freestyle device, taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these results exceeds the expected value of <=30 mg/dl or <=30%. The patient stated the she uses insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet or activity level on the day of the alleged issue. The patient reported on (B)(6) 2012 at 3:00 am, the patient had something to eat or drink. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement and the patient's test strips were in good condition. However, a control solution test was not run due to the patient not having control solution available. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the meter could not have caused or contributed to the alleged injury. However, this complaint is being reported because the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.